Event description:
The customer reported that the system was arcing and had black images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.